Event description:
It was reported that the device sticks, making other devices to run continuously. No user injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the strain relief was broken; the set point switch cover was missing and signs of rust/corrosion on the unit. The returned device was tested using a known good compatible controller and wand which was found that the ablate pedal would stick causing the unit to stay activated. The complaint was verified and the root cause was determined to be due to normal wear and tear. Factors which can lead to damaged or broken component include: a fluid may have come into contact with the device causing the pedal to prematurely rust causing the pedal to stick as the rust prevent the pedal from operating correctly. Normal wear of the device as a result of consistent use over time. There were no indications to suggest the device did not meet product specifications upon release into distribution.